Event description:
The weck sales rep reported the incident in october 2004. The initial report indicated that the pt underwent a coronary artery bypass graft (CABG) with the saphenous vein used as a conduit. The pt had to be re-opened due to bleeding and surgeon observed that the saphenous vein no longer had clips at ligation site. The applier used was a horizon medium 8" curved applier. Pt recovered after re-operation and no further complications were reported.